Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, red particles inside the device, calcification and yellow biological tissue inside device. Leak test was performed and found opening on posterior . A microscopic analysis was performed which identify opening sharp in the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening on the posterior to an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.